Event description:
The nurse removed the epidural catheter. The nurse noted to tip of the catheter was not intact. The nurse informed the crna. The crna assessed the catheter and the insertion site. The crna informed the anesthesiologist.